Event description:
It was reported by service report that the brakes do not hold sufficiently. Pt right foot siderail will not push in or pull out. No pt involvement or adverse consequences are reported.